Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of a burning smell coming from the device. The device passed the homechoice return instrument test/evaluation (rite) functional testing and the homechoice rite electrical safety analyzer testing. A short simulated therapy was performed and completed successfully. The crt (cycler remote toolbox) indicated all pressures are correct and stable. The cover was opened and an internal inspection was performed. No problems were revealed during this inspection and all connections were correct and secure. There was no evidence of smoke stain or smell on the device. The reported difficulty of burning smell coming from the homechoice was neither confirmed nor duplicated. The device was determined to meet functional and electrical performance specification requirements per rite testing. No failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause could not be determined. The device was sent for servicing. A device history review was performed finding one exception during manufacturing; however, the device was reworked and passed all subsequent testing. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter?s technical service center to report a burning smell coming from the homechoice (hc) device. The nurse did not know when the problem had occurred, and had no further information. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.